Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device failed to deliver therapy. The right ventricular lead exhibited micro dislodgement. Fluoroscopy revealed that the lead had non-existent slack probably due to device rotation or increased heart failure. Defibrillation threshold testing was done to assure patient safety. No further intervention was performed. Device and lead replacement were discussed. The patient was discharged.

Event description:
New information states that the patient presented in clinic on (B)(6) 2018 and it was noted that the device delivered therapy but did not convert the rhythm. Defibrillation threshold testing (dft) was performed. Device settings were changed and dft was noted to be successful. The lead was explanted and replaced on (B)(6) 2019. The device remained implanted. The patient was in a stable condition before, during and after the procedure.